Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers. The anchor was not visible in the photos. A visual inspection revealed that the device was returned with the sutures and the broken anchor. The anchor had fractured proximal to the eyelet, and one fragment was still attached to the sutures. The proximal piece had a severe bend. There was some debris on the sutures. There were not any visual problems with the insertor. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: product should be stored at ambient temperature. Prolonged exposure of anchors to elevated temperatures may lead to degradation of the anchor. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, improper preparation of the insertion site, excessive force or bending during use, or improper storage of the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a wrist stabilization surgery, a hole was drilled and when the raptormite anchors were being screw in they got fractured. No significant delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All the broken pieces were removes from the patient's anatomy using tweezers. No additional bone hole was required to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.